Event description:
On (B)(6) 2013, it was reported that the vns patient had an infection, with pus present at the generator site.it was later reported that the vns lead and generator were explanted. However, the electrodes were not removed. The physician did not believe that the infection was related to vns and that the patient has had multiple health issues over the previous five months that may have attributed to the infection. The patient¿s urine also tested positive for (B)(6).cultures were taken to confirm the infection. Antibiotics were prescribed for the infection. However, results of the cultures were not obtained.device manucturing records for the vns generator and lead were reviewed and sterilization of both devices occurred prior to distribution.good faith attempts were made and it was later reported that the physician was not planning to replacement the patient¿s explanted vns because she had too many other medical issues.

Event description:
Reporter indicated the patient had no trauma and did not manipulate the vns.

Manufacturer narrative:
Device manufacturing records were reviewed.review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Information regarding the patient having no trauma or device manipulation was inadvertently omitted from the initial MDR.